Event description:
It was reported that the right ventricular (rv) lead had an increase in thresholds since implant. The decision was made to watch the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.